Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a small bowel resection, misfired misshaped staples caused a small bowel obstruction. The doctor found that a misfired staple had hooked onto mesentery and caused a stricture around the bowel. The staple was removed and mesentery dissected. Current patient status is okay. There was patient injury and hazard. There were unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was delayed by more than 30 minutes. Unknown if the delay affected the patient. To correct this condition staple removed in most recent surgery.